Event description:
The customer alleges the steel suture needle broke in half while trying to close the sternum. The customer used x-ray to recover the broken parts. There was no injury to the pt reported.